Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report that discordant, non-reactive (negative) vitros hivc results were allegedly obtained from a patient donor sample processed using vitros immunodiagnostic products hivc reagent lot 1330 on a vitros 3600 immunodiagnostic system. The results were considered discordant when compared to the initial reactive vitros result and a positive western blot test result obtained from the same donor sample. Patient sample results of 0.29, 0.29, 0.31 and 0.14 s/c (non-reactive) versus the expected result of reactive. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The non-reactive vitros hivc results were obtained from a donor patient sample at a blood bank and were not reported from the laboratory. There have been no allegations of patient harm as a result of this event. This report is number three of three mdrs for this event. Three 3500a forms are being submitted for this event as three devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).

Manufacturer narrative:
The investigation has determined that discordant, non-reactive (negative) vitros hivc results were allegedly obtained from a patient donor sample processed using vitros immunodiagnostic products hivc reagent lot 1330 on a vitros 3600 immunodiagnostic system. The results were considered discordant when compared to the initial reactive vitros result and a positive western blot test result obtained from the same donor sample. A definitive assignable cause of the event was not able to be determined. As the customer does not routinely process quality controls for vitros hivc, the performance of vitros hivc lot 1330 could not be adequately assessed and a reagent performance related issue cannot be entirely ruled out as a contributing factor of the event. However, the qc results obtained on 03 march 2026 (initial date of the event) were within expectations indicating acceptable performance of the vitros hivc lot 1330 reagent on that date. No precision testing was performed on the vitros 3600 system upon request. Additionally, e-connectivity data determined that the customer is not routinely performing adequate microwell incubator maintenance on the vitros 3600 system. The outer ring showed an alert for out-of-range step loss, which could affect sample-reagent mixing and impact results. Therefore, an instrument related issue cannot be entirely ruled out as a contributing factor of the event. Pre-analytical sample processing could not be ruled out as a contributing factor as it is unknown if the customer was following the sample collection device manufacturers recommended centrifugation protocol. Improper pre-analytical sample handling could have contributed to the event. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. E-connectivity data ruled out a pre-analytical sample mix-up as the cause of the initial negative repeat result, however, as different sample containers were used to obtain the rest of the negative results for the patient, a sample-mix up could not be ruled out for those results. In addition, the customer did not follow the instructions in the vitros hivc instructions for use (IFU) of retesting a reactive sample in duplicate as the second negative repeat result was obtained approximately an hour after the initial negative result was obtained. Additionally, the second negative result was obtained from a different container than both the reactive and initial negative results. Therefore, it is possible a confirmatory reactive vitros hivc result could have been obtained if the sample had initially been retested in duplicate as the vitros IFU instructs to do. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros hivc lot 1330.